Event description:
It was reported that the customer had a motor error alarm on his insulin pump. His blood glucose was 162mg/dl at the time of reporting. The insulin pump is being replaced. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.